Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose four times over a period of two weeks and had to go to the hospital for this. Customer stated that upon removing the infusion set, it was discovered that the cannulas were bent. Customer's blood glucose was over 300 mg/dl. She stated her high blood glucose symptoms included nausea and ire. Customer further stated she had a back-up plan. Nothing further reported.